Event description:
It was reported that shortly after this pacemaker system was implanted, loss of capture (loc) was observed on the right ventricular (rv) lead. A revision procedure was performed and during the procedure, the patient experienced asystole during approximately 20 seconds. A temporary pacemaker was placed. It was suspected that a micro perforation had occurred. A new rv lead was implanted, however, noise and oversensing were obtained when this new lead was connected to this pacemaker. The physician decided to explant this pacemaker and a replace it with a new one. No additional adverse patient effects were reported. It is expected to receive these products for analysis.